Event description:
It was reported by service report that the bed scale was inoperable. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale malfunctioned due to faulty foot right load cell.